Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle nine. The patient's ultrafiltration reading was 203ml, indicating the home patient (hp) drained 203ml more than their maximum programmed fill volume of 300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event log identified the iipv event. The cause was determined to be one or more cycle advances to the next fill when a slow or no flow occurred, above the minimum drain threshold. Should additional relevant information become available a supplemental report will be submitted.